Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the right ventricular (rv) lead exhibited increasing threshold measurements and loss of capture (loc). The output was reprogrammed to maximum and there was still intermittent capture with asystole. The rv lead amplitude had also decreased. Subsequently the patient underwent a revision procedure where the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse effects were reported.